Manufacturer narrative:
Date rec¿d by MFR: 26apr2019. Date of report: 23sep2019. Product support spoke with the customer who indicated that the issue was the way they were doing the testing and that the unit passed the test. They were not pressing the "start test" button, they were just noticing that it leaked down and assumed that was a failure. No product malfunction identified. This is a user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement. Event date not specified; estimate used.